Event description:
Foley was deflated & removed; however, the end of the catheter had a little edge on it in the area where the balloon blows up. The pt did experience bleeding that was treated appropriately.